Event description:
It was reported that during use, the device system under-infused medication. The device was programmed to a continuous infusion rate of 2.2ml/hour, reservoir volume 108ml, length of infusion 46 hours, and 100.9ml was given. It was noted that the air detector was off, upstream sensor was off, lock level was 65. A closed system drug transfer (cstd) device was used to fille the cassette and the pump was used to prime the extension tubing. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
Other text: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.